Event description:
Patient was using an infinity food pump for enteral feedings and found the pump to be pumping out of the stomach and into the fill bag due to the pump set configured the wrong way. Dose: 237 ml, frequence: 4 times a day. Dates of use: (B)(6) 2009 - (B)(6) 2011. Diagnosis or reason for use: gastrostomy status, perinatal chronic respiratory disease.